Event description:
It was reported the patient experienced inappropriate shocks due to oversensing. The impedance had been near 2800 ohms for the previous month. The lead was replaced due to fracture. No further patient complications were reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: it was reported the patient experienced inappropriate shocks due to oversensing. The impedance had been near 2800 ohms for the previous month. The lead was replaced due to fracture. No further patient complications were reported as a result of this event. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported the patient experienced inappropriate shocks due to oversensing. The impedance had been near 2800 ohms for the previous month. The lead was replaced, due to fracture. No further patient complications were reported as a result of this event.